Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) indicating that the patient was at the clinic at the time of the report and the health care professional (hcp) reported that the implantable neurostimulator (ins) was at end of service (eos). The eos notification did not seem correct relative to implant date. The rep had been told that he patient had a history of overdischarge events. It was noted that the eos was because of known overdischarge events. Other relevant medical history includes rsd/causalgia-complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient and the health care professional (hcp) was trying to coordinate getting the implantable neurostimulator (ins) replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.